Manufacturer narrative:
E1: customer name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on the sheath due to component failure of the universal cord, the light guide bundle was interrupted and weakened at the insertion point due to component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b32 malfunction due to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error massage (b32) malfunction during service / maintenance (not in a clinical setting). There was no report of patient involvement.